Manufacturer narrative:
Logs sent to help desk; configuration changes applied. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an error message occurred during x-ray; system restarts geometry intermittently on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.